Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic with lysis of adhesions with appendectomy, on the 3rd staple firing, the stapler reload got stuck on tissue across the appendix. Also, after 2-3 squeezes of the handle, a crack was heard and the distal end of the handle (black tip) broke off and shattered and fell into the patient cavity, which was removed by using another instrument. They stated they could not get the staple reload off initially, they then were able to get the staple reload detached from the current handle (while still attached to the tissue) and tried reattaching the staple reload to a new handle but still could not get the reload jaws to open. They replaced the device and reload and placed it parallel to the other stapler reload and finished the transection of the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of two photographs from the account. The photos show the distal tip of an instrument in a plastic bag. The distal tip of the tube housing appears to be potentially broken. Based on the evidence available the reported condition was confirmed. However, without the device being returned for evaluation the cause of the reported condition could not be reliably determined. If information is provided in the future, a supplemental report will be issued.